Event description:
Nurse was attending to the patient. Returned patient to isolette and closed the doors. Noticed that the patient's cardiac monitor leads needed changing. Went to get new leads. At that point another nurse said that the patient fell on the floor and had picked the patient up. The right hand port door was opened and the leads were out the right port hole. Does not remember if the left door was closed or not. Patient was tested and monitored to rule out injuries. None have been found.